Event description:
The device was used for a laparoscopic intestinal obstruction procedure. Reportedly, the suture broke. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.